Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed. The root cause was "patient disconnected from set." The label review found the labeling adequate for the use error in this complaint.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during drain 2. The hp also had a system error 2367 alarm. The baxter technical services representative (tsr) explained both alarms. The hp had disconnected and the drain had started before the hp reconnected. The hp did reconnect to the setup. The hp would complete therapy with manual supplies, and the tsr advised the hp to contact his nurse within 24 hours. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. He stated that therapy since has been going well and did not report any adverse effects in related to this incident. He stated that he had informed his nurse about the issue. Bps contacted the registered nurse on (B)(6) 2011. She stated that the patient had contacted her about the event, and she had discussed the user error with him. The patient was continuing therapy on the homechoice, and there were no adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.